Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 21.8 mmol/l (392.4 mg/dl) while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, vomiting and gastroparesis. The patient was taken off of the pod and treated with long acting insulin injections and rehydration. The patient was discharged after being admitted for 5 days. Once released from the hospital, the patient continued usage of the omnipod system. The patient was prescribed metoclopramide. The patient's bg history is as follows: (B)(6).